Manufacturer narrative:
Correction: b1, b5, d9.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing. Programming changes were made on the device. No patient consequences.

Event description:
Please provide additional detail: oversensing, t wave (post paced). Spoke with tech services and was given the correct settings to stop the t-wave oversensing. Patient came into office on (B)(6) 2023 and the recommended changes were made.